Event description:
It was reported that the one of the patient's leads "malfunctioned" and had to be surgically replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), lead model 3778-60 serial# (B)(4) implanted: (B)(4) 2011 explanted: na, lead model 3778-60 serial# (B)(4), implanted: (B)(6), 2010 explanted: unknown lead model 3778-60 serial# (B)(4), implanted: (B)(6), 2010 explanted: unknown.